Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that four discrepant sars-cov-2 results were generated while using cobas sars-cov-2 test on the cobas 6800. The samples were retested on the genexpert and generated negative results. The negative results were reported to the patients (generated on the competitor eua). The samples were collected using 1.5ml pbs collection solution. According to the product's method sheet, cobas® sars-cov-2 for use on the cobas® 6800/8800 systems ims is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in healthcare provider-instructed self-collected anterior nasal (nasal) swab specimens (collected on site), and healthcare provider-collected nasal, nasopharyngeal, and oropharyngeal swab specimens collected from any individuals, including those suspected of covid-19 by their healthcare provider, and/ those without symptoms or other reasons to suspect covid-19. The table, overview of collection devices and sample types in the sample collection section of the method sheet indicates the following collections devices are to be used with the nasal samples: copan universal transport media (utm-rt), bd universal viral transport (uvt), cobas ® pcr media uni swab sample kit, cobas® pcr media dual swab sample kit, cobas® pcr media kit (and 100 tube pcr media kit) and 0.9% physiological saline. No harm was alleged. One MDR will be submitted as the roche results were not reported out as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The cause could have been due to the collection medium used, the difference in technology of the analyzers used, there is no robust growth in the target curves for the three samples indicating that the algorithm detected low levels of target, or if the patients are generating true titers, they are below the assay's limit of detection (lod) and it can be expected for them to waver between positive and negative upon retest, as is the nature of the test.